Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a suspected clot and stroke post procedure. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation with grade of 4. Two clips were implanted reducing mr to 1-2. Approximately 2 -3 hours post procedure, the patient experienced a minor embolic stroke. It was confirmed that the activated clotting time (act) during the procedure was >250; however, the physician believes that there may have been a small clot on the clip. The cause of the stroke was undetermined. The patient remained hospitalized for two days, was stable and recovering well. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of stroke (cerebrovascular accident) and thrombosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.